Event description:
¿I had an experience with an argon 2.6 french double lumen pick with a cracked hub incident report placed saturday evening.¿ ¿I was also told about another patient recently who had the same type of PICC placed on the 20th of september, and it was removed on the 24th due to a crack in the line.¿ ¿I saved my cracked hub. I do not believe that the line was saved from the removal on the 24th of september.¿

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. A review of the DHR and inspection records was conducted, and no similar concerns were found. Three sealed samples and one opened sample were returned for review. All four returned samples were examined and a small crack was confirmed in the red lumen of one of the samples and the blue lumen of the other three samples. The most probable cause for the reported issue was most likely related to the material used in the molding process of the luer. Per procedure, there has been a material change for this component since the manufacturing of this lot to mitigate this issue.